Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 4: reference MFR. Report: 3006705815-2017-00624, 1627487-2017-00625 and 1627487-2017-02961 . It was reported the patient underwent surgical intervention on (B)(6) 2017 where the entire scs was explanted. The ipg site was infected and the physician believed the entire scs system needed to be explanted and the patient needed wound care. In addition, infection was not confirmed at the lead and anchor sites. The patient continues to receive wound care and remains on antibiotics.

Event description:
Device #4 of 4: reference MFR. Report: 3006705815-2017-00624, 1627487-2017-00625 and 1627487-2017-02961. Follow up information identified the patient continues with wound care and the wound is healing.